Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar was not working and tried swapping instrument cord and instrument but issue persisted. The technical support engineer (tse) had customer reseat sterile adapter and power cycle integrated electrosurgical unit (iesu0, but customer stated energy was not working. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu unit was returned for failure analysis, but the reported failure (mono polar not working) could not be reproduced on generator connected to system. The log could not confirm the fault occurred in the field. Visual inspection confirmed that the unit has no significant scratches or dents. The front bezel was in decent condition. The unit energized and cauterized and all ports recognized instruments on system. The probable root cause was attributed to the erbe generator.